Event description:
Erroneous platelet (plt) result, from a single pt sample, generated by the coulter act 5diff autoloader hematology analyzer. The plt result was 28x10^3 cells/ul. The plt result was printed with an "l" (low action limit) flag. The plt result was reported out of the lab. The physician questioned the plt result and requested a slide review. The slide review confirmed the presence of plt clumps and the correct result for plt was 158 x 10^3 cells/ul. Based on available information, there was no impact to pt treatment that can be attributed to this event.